Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle length of a bd luer-lok¿ syringe with needle was incorrect. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: total of 7 loose 3ml ll syringes with needles attached were received. The samples were not in original packaging but wrapped in sticky bubble wrap and reported to be from batch #8092557 (p/n 305662). They were visually evaluated. The needle shields were all intact and needles inside were the same length between the samples. The shields were removed and needle length was measured to be 3/4¿ which is the correct length for this product. The needle tips were also properly cut and beveled with no defects observed. The needle hubs of 5 samples were observed to be twisted to varying degree, which is a rejectable condition. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: potential root cause for the twisted hub defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that the needle length of a bd luer-lok¿ syringe with needle was incorrect. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the needle length of a bd luer-lok syringe with needle was incorrect. There was no report of exposure, injury or medical intervention.